Event description:
It was reported that, one day post implant, there was no atrial or left ventricular capture management measurement on the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419588 lead, implanted: (B)(6) 2015. (B)(4).